Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA to report that his onetouch verio iq meter would not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue began on (B)(6) 2014 at 10 am. He claimed that when the meter was plugged into the charger, the battery indicator showed as being fully charged; however when the charger was removed, the meter would not turn on. The patient manages his diabetes with an insulin pump and denied taking any action in response to his regular diabetes management regimen as a result of the alleged power issue with the subject meter. The patient claimed to have developed symptoms of ¿headache, irritable, light head, dizzy and weak¿ up to 2 hours after the meter issue began, but he denied having received any treatment. At the time of troubleshooting, the csr confirmed with a walk-through test that the meter would not turn on, and that there were no battery indicators or messages prior to the meter issue. The csr also noted that this was not the first time the patient had used the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms indicative of a serious injury, nor did he receive medical intervention for such an injury after the power issue began. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.